Manufacturer narrative:
Country of incident: italy the investigation is considered closed by lmt. No follow-up report will be submitted.

Event description:
We have received information about a potential incident and would like to inform you about it. It was reported that crystals were found inside the internal tubing. The manufacturer has not received any information about any harm from patients, users or third parties.